Event description:
Caller reported a cgm error during their session. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance by guiding the caller through a complete pump reset and restarting the cgm session, which led to a successful resolution, with no further cgm error displaying afterward.